Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaz1116 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC catheter ruptured. When manipulating the patient, the user noticed that the catheter was ruptured. Catheter shifted from inside the "butterfly". It was stated that there was no forced traction.